Event description:
It was reported that during a procedure to lengthen the patients' growing rod, the surgeon noted the end part of the xia 4.5 cross connector which connects to the rod was broken. The surgery was successfully completed using a new connector. No adverse consequences to the patient.

Manufacturer narrative:
Visual inspection confirmed that the returned cross connector was fractured. Device and complaint history records were reviewed for the reported lot number and no relevant manufacturing issues or similar complaints were identified. Per instruction for use: once implanted, the implants are subjected to stresses and strains. These repeated stresses on the implants should be taken into consideration by the surgeon at the time of the choice of the implant, during implantation as well as in the post-operative follow-up period. Indeed, the stresses and strains on the implants may cause metal fatigue or fracture or deformation of the implants, before the bone graft has become completely consolidate. While the expected life of spinal implant components is difficult to estimate, it is finite. These components are made of foreign materials which are placed within the body for the potential fusion of the spine and reduction of pain. However, due to the many biological, mechanical and physicochemical factors which affect these devices but cannot be evaluated in vivo. Adverse effects may necessitate reoperation or revision. No complication during initial surgery was reported. Patient did not fall post initial surgery. Bone quality of patient is unknown. Most probable cause of the reported event was determined to be fatigue on construct over time.

Event description:
It was reported that during a procedure to lengthen the patients' growing rod, the surgeon noted the end part of the xia 4.5 cross connector which connects to the rod was broken. The surgery was successfully completed using a new connector. No adverse consequences to the patient.